Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of the right atrial lead, the lead exhibited a drop in p-wave sensing, high threshold and no capture. The physician attempted to stress test the lead but the lead dropped from its location. The physician was unable to find a new location for the lead with good parameters. Lead problem was suspected. The lead capture was also tested in the right ventricle but the results were the same. The lead was not used. A new lead was implanted with no problem. The patient was stable.